Event description:
Rapid cross pta balloon broke off of pta catheter while in the patient during angioplasty procedure. This resulted in emergent surgical intervention of groin cutdown performed. Per surgeon op note excerpt "with the use of an 018 wire we selected the anterior tibialis artery and advanced a quick cross catheter, surgeon then exchanged the wire for an 014 wire. With this wire we were able to cross the lesion and advanced our quick cross catheter. We perform an angiogram that shows that the catheter was placed in the distal dorsalis pedis into the metatarsal branches including her third toe. For this reason, the surgeon opted to treat this area to improve the circulation to the compromised toe. The patient was heparinized appropriately according to weight with a goal act of 250. Surgeon opted to use a quick exchange rapid cross rx 2mm x 80mm rapid exchange balloon, this was done over a whisper ms 014 wire. Surgeon performed prolonged inflation. Then the balloon was taken down, as surgical team were withdrawing the balloon, surgeon noted that there was more resistance than anticipated and then slightly there was a snap and surgeon retrieved the proximal end of the catheter but not the balloon. Surgeon then performed an angiogram and it shows that the balloon was still attached still over the wire down in the mid anterior tibialis artery. The balloon despite being in contact with the wire it seems to be moving independently. At this point the surgeon had to plan to retrieve this wire. Surgeon was able to buddy an 035 glidewire advantage with 1 4 wire with a balloon. The surgeon attempted to advance a sheath using both wires and trying to capture the balloon, but this was not possible. Surgeon then decided to place a long 7 french sheath on the 035 wire with the plan of snaring the loose balloon and wire. Slowly and carefully the surgeon was able to pull the 014 wire and the balloon partially into the popliteal artery and with the use of a 5mm stent and was able to capture the distal end of the balloon and wire together, the surgeon withdrew the catheter and the wire into the sheath with a snare but then the 014 wire broke and now I have no control of the distal end of the balloon. The balloon seemed to be infolded into the sheath, so the surgeon was able to withdrew the sheath slowly with a balloon and a 014 wire together into the common femoral artery, at this point it was clear that the patient required a cutdown to remove this balloon. In order to prevent embolization through the 035 wire the surgeon placed a 5mm x 20mm balloon just distal to the loose balloon and wire. At this point the surgeon proceeded to general anesthesia and intubated patient with an lma, also preop antibiotics were given. Timeout again was performed for emergency left groin cutdown. A transverse incision was made and was carried out through skin subcutaneous tissue and fascia, the femoral artery sheath was opened longitudinally exposing the sfa and profunda, these were both surrounded with vesseloops. The surgeon released the inguinal ligament to allow for more cephalad retraction we surrounded the proximal common femoral artery with vesseloops. The surgeon then proceeded to clamp the artery proximally and distally surgeon perform a transverse arteriotomy and the surgeon found the distal tip of the balloon attached to the wire, but we were missing the proximal end of the balloon. Radiology staff brought the c arm in and performed a fluoroscopy shot that shows that the proximal end of the balloon was stuck within the sheath. The surgeon was able to advance the sheath carefully and clamped around it. The surgeon extended the arteriotomy proximally and distally and the surgeon found the balloon fragment and it was removed. The surgeon verified that we had the entirety of the balloon we had the proximal distal markers and also an angiogram was performed that shows no residual equipment. The surgeon deflated the size 5 mm balloon and withdrew the balloon sheath and wire and closed arteriotomy with a bovine pericardium patch. Manufacturer response for catheter, angioplasty, peripheral, transluminal, rapid cross (per site reporter).